Event description:
Patient was undergoing an endoscopic donor nephrectomy. Physician asked for open multifire endo gia 30 to surgical field. Gave endo gia to physician, who placed it through a trocar and fired endo gia at patient's vessels. No apparent difficulty until attempted to reload the endo gia off the patient and on the back table. Noted that stable metal part fell off the tip and on table. Collected metal tip and endo gia instrument and the packaging of the endo gia 30. All parts of instrument were collected to be given to the company.